Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of asgnf155 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "they have been experiencing leaking at the y-site which is cracked." It was reported this occurred with two devices. This report addresses the first device.

Event description:
It was reported by the customer "they have been experiencing leaking at the y-site which is cracked." It was reported this occurred with two devices. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a cracked y-site is confirmed but the exact cause remains unknown. Two 20 ga x 0.75 in powerloc max infusion sets were returned for evaluation. Injection caps are attached to both luer connectors on both samples. The safety mechanisms were returned in their advanced positions. The first sample was infused and no leaks were noted. The distal extension tubing was clamped in order to pressurize the device with fluid and a leak was found to emanate from the injection cap valves. The injection caps were removed and the device was infused again. No damage or leaks were noted from the y-site or proximal luer connectors. The second sample was infused and a leak was noted at the y-site connector. Microscopic inspection of the leak location of the second sample revealed a longitudinal crack to be extending from the top portion of the y site connector. The crack extended down towards the y-site stem. Since damage was found to be present on the luer hub of one of the returned samples, the complaint is confirmed but the exact cause remains unknown.